Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. Should any additional clinical information be provided this complaint will be re-assessed. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that study no.: (B)(6) was revised due to excessive adhesion and lack of joint movement;

Manufacturer narrative:
Additional information: event.

Event description:
It was reported that the patient presented excessive ankylosis of right knee resulting in severe limited range of motion and development of scar tissue resulting in a closed manipulation. First mua (B)(6) 2016. Second procedure for this ae was an arthrosopic removal of lysis adhesions and a second mua on 23-sep-2016. As ae did not resolve, a full revision, except for patellar component was necessary.